Event description:
It was reported that during a sigma procedure, the device did not close the staples properly. The staples were malformed (11 o/clock). The device was thrown away. The operation was finished manually. There were no adverse consequences for the pt. No further information available.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.